Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as an allergic reaction. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a cream for the allergic reaction. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as an allergic reaction. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a cream for the allergic reaction. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed an rash under the lifevest equipment. Patient described the area as an burgundy irritated rash. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the rash. Follow up indicated that the skin irritation improved.